Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert for high, out of range hv lead impedance. Variability in pacing lead impedance was also noted. The lead was subsequently explanted and replaced. The patient condition was fine after the procedure.